Event description:
Surgeon unable to seat ceramic liner into trident psl cup in first instance. Reamed acetabulum to 59mm & implanted a 58mm trident psl cluster cup. Said bone was hard. Ceramic liner upon impaction toggled in the cup as he said the "cup had deformed - the usual thing". Liner wasn't seated inferiorly - sitting up from cup. Then impacted the liner inferiorly but it popped up superiorly. Finally managed to seat the cup successfully.

Manufacturer narrative:
It was noted that the device was implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding alleged seating/locking issue involving a trident shell was reported. The event was not confirmed. A review of the provided information by a clinical consultant indicated that: radiology confirms adequate implantation of trident cup and securfit max stem in left hip for osteoarthritis (oa) although lower rim of cup has been placed somewhat within bone limits of pelvis. On x-ray at least, no indication for extreme bone density or other issue with bone quality. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined, because insufficient information was received. Further information such as return of device, patient history & follow-up notes are needed to investigate this event further.

Event description:
Surgeon unable to seat ceramic liner into trident psl cup in first instance. Reamed acetabulum to 59mm & implanted a 58mm trident psl cluster cup. Said bone was hard. Ceramic liner upon impaction toggled in the cup as he said the "cup had deformed - the usual thing". Liner wasn't seated inferiorly - sitting up from cup. Then impacted the liner inferiorly but it popped up superiorly. Finally managed to seat the cup successfully.